Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient was diagnosed with pelvic organ prolapse, stress urinary incontinence, fecal incontinence and rectal prolapse. The patient underwent an overlapping sphincteroplasty, rectopexy, total abdominal hysterectomy, abdominal sacrocolpopexy with implant of a bard/davol flat mesh, implant of a non-bard davol tot sling and cystourethroscopy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.